Event description:
Customer' mother was contacted and asked her if she can provide some information on customer hospitalization. Customer's mother reported that her son was hospitalized in (B)(6), 2014, but she was not certain if it was diabetes related or if he was out of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.